Event description:
It was reported that the patient received patient notifier alerts for high, out of range pacing lead impedance. Noise was not seen with provocative testing and a chest x-ray did not reveal any issue. A further patient notifier alert was given due to a short episode of non-sustained lead noise. The lead remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.